Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). The reason for the inability to aspirate was not known. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving baclofen 300 mcg/ml at 20 mcg per day and dilaudid 15 mg/ml at 1.0 mg per day via an implantable infusion pump for non-malignant pain. It was reported there was an inability to aspirate the catheter during pump replacement surgery. The healthcare provider (hcp) had tried to aspirate, but was unable to. The hcp tried to connect the new pump to aspirate through the port, but they were unable to do so. No patient symptoms were reported. As a result, a new catheter was implanted. The issue was considered to be resolved at the time of report. The patient's status at the time of this report was listed as "alive - no injury". The catheter would not be returned as the customer had discarded it. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.